Event description:
When attempting to remove the sheath and change over to a short sheath, unable to remove. Examine under x-ray and noted the tip of the sheath was broken off from shaft. Interventional radiological removed tip with snare.